Event description:
A malfunction alarm with code 12 was reported. There was no adverse impact on the customer's blood glucose level. The customer will revert to a backup insulin pump to ensure continued insulin therapy.